Manufacturer narrative:
Plant investigation: the reported symptom ¿blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Inverter board functionality verification failed. The cause of the failure was the inverter board transformer is shorted; burnt coil. F1 fuse blown on inverter board. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis nurse contacted technical support to report the liberty select cycler's display went black and had a burning smell during the patient¿s treatment. The nurse stated that the cycler was securely plugged in, the nurse tried rebooting the cycler but the screen remained blank. A replacement cycler was arranged. Additional information was solicited.